Event description:
It was reported that an end user recently started experiencing painful removal of the infyna chic catheter from her urethra. The end user reported that she went to the emergency room because of the presence of blood on a wipe and in the chic catheter. She reported that the ER cleansed her bladder and removed a 2 cm long blood clot from her urethra. She further reported that she is continuing to use the chic catheters because it is the only catheter she can tolerate. She reported that she catheterizes 5 to 7 times a day and experiences discomfort 4 to 5 of those times.

Manufacturer narrative:
Trend analysis conducted for infyna chic 12 french urinary catheters associated with bleeding and no adverse trend identified. Device history record (DHR) review conducted based upon the lot number provided and the records were found to be complete and accurate. The root cause of reported irritation and bleeding cannot be determined.